Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the time on the pump was inaccurate. The customer was uncertain of the suspected cause of the time discrepancy. The customer's blood glucose level ranged from the mid 200's to the high 300's (mg/dl). The customer had manual injections available as alternate insulin therapy.